Manufacturer narrative:
The device was returned with the cannula cap detached from the cannula tabs and returned in a plastic bag. No abnormalities were noted on internal device components. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the white tip fell off the device. The entire tip was removed from the patient and no adverse patient consequences were noted. The case was essentially complete at that point so a new device was not required. No additional information was provided.